Event description:
The reporter indicated that after interrogation, the (B)(6) programming computer screen would freeze upon interrogation and prior to the interrogation results. The reporter removed the flashcard and re-inserted the card into the device with no resolution. A soft and hard reset was performed as well. Troubleshooting did not resolve the issue. The MFR has not received the handheld or programming software for product analysis. Good faith attempts for add'l info are in progress and awaiting results.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.